Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The action taken with dianeal therapy was not reported. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with fortum (1g, frequency and route not reported) and vancomycin (2g, frequency and route not reported) for peritonitis. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.